Event description:
Robotic arm shaking during reaming and impaction. Requesting a service to investigate. No surgical delay. Case type / application: tha.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Manufacturer narrative:
An event regarding unintended movement involving a mako robotic arm was reported. The event was not confirmed because the product was not available for inspection. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. In addition no request was made for an field service engineer to come onsite. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate 1 devices were manufactured and accepted into final stock on 08 feb 2016 with no relevant reported discrepancies. Complaint history review: there has been 1 other similar event for the lot referenced. The pr number is: (B)(4). Conclusions: the alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. H3 other text : not available.

Event description:
Robotic arm shaking during reaming and impaction. Requesting a service to investigate. No surgical delay. Case type / application: tha.